Event description:
It was reported that following an initial urethral bulking implant, the pt returned to the dr's office with gross hematuria, urinary urgency, frequency and incontinence. A cystoscopy was performed and a large piece of bulking material was observed to be occluding the urethra. The dr pushed the material into the bladder and removed the material in pieces using grasping forceps. The dr saw no signs of tissue erosion or lesions on the urethral mucosa. The dr does not know when the material extrusion occurred. Some extrusion occurred on initial implant and was removed. Treatment date was 2006 and onset of complications was reported as the same date. The resolution was reported as the date the cystoscopy was performed and upon removal of the extruded material one week later. The pt has since been referred to another facility for video urodynamics and was subsequently injected with another bulking material one month later. Treatment details as follows: volume per side 1cc bilaterally. Flexible needle used-transurethral approach. Rate of injection, 60 seconds per injection - held for 1 min. Positioned mid-urethral at a 30 degree angle -imbedded to shoulder. No blanching, blebing of tissue noted - no coaptation.

Manufacturer narrative:
The event details and follow-up info were part of an internal retrospective review of tegress records and the initial decision not to report this event was subsequently reversed. Therefore, we are retroactively submitting this report. The material was removed in pieces and discarded. A review of the device history record (DHR) for the reported lot number showed the lot passed all required inspections. All paperwork and required documentation appeared complete and accurate, operations/inspectors that participated on the product manufacture were trained and certified for the operations performed. No non-conformance issues were found in the DHR. During the course of the clinical investigation, 28 out of 174 subjects receiving tegress (tm) urethral implant treatment experienced exposed bulking material in the urethral mucosa. Pts experiencing exposed material often reported other events, particularly dysuria, delayed voiding, urinary tract infection, hematuria, urinary infection, and urinary urgency. Exposed tegress (tm) implant material was associated with shallow placement and injection too proximal to the bladder neck.